Event description:
The consumer states when she moved slightly forward to rinse herself off, the shower chair allegedly formed a crack between the front and rear legs. The legs allegedly started to move outwards, causing the crack to move from the left to the right side across the seat of the shower chair. The consumer called for the cna to help her. The cna assisted her out of the tub. No injury is alleged.